Event description:
Device tracking received info in 04/2004 that indicates a reintervention due to endoleak was performed in 2004 utilizing an excluder aortic extender endoprosthesis. This pt was originally treated with an excluder bifurcated endoprosthesis in 2003.